Event description:
It was reported that during a shift check the autopulse resuscitation system displayed a user advisory ua 41(patient temperature sensor failure) message that could not be cleared. Additional information was received on (B)(4) 2013 whereby customer indicated that a nimh battery was used with the autopulse platform when this incident occurred. No patient involvement was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed the following: the encoder cover was damaged, screw posts were cracked and housing screws were missing. A root cause for the physical damages could not be determined. Functional testing was performed and the reported user advisory 41 (patient temperature sensor failure) fault was reproduced during power-up of the platform. Further inspection confirmed that this fault was attributable to a defective patient sensor. A root cause for why the sensor had failed could not be determined. Review of the archive data also showed that ua 41 faults had occurred with the platform. In summary, the reported complaint of ua 41 faults was confirmed during functional testing. A root cause for the failed temperature sensor could not be determined.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.